Event description:
It was initially reported that the site's handheld computer was freezing on interrogation, which would be resolved with a soft or hard reset, as this is a known issue to occur with the (B) (4) software. Since the issue continued to occur, the site requested a replacement handheld computer. The handheld computer with flashcard/software was returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. As a result, no other failure was identified with the (B) (4)/software and the device performs according to specifications.